Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. Customer reported a blood glucose (bg) level of 394 (mg/dl), and stated that they did not take any action to address the bg level. Reportedly, the customer is an endocrinologist and reported that they will acquire alternate insulin therapy.